Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: during investigation, the complaint of the keypad buttons¿ under-responsiveness was not duplicated. The keypad was found to be intact; no damage or peeling was observed. All of the keypad buttons responded appropriately. The keypad was removed and there was no evidence of contamination found on the button contacts. Unrelated to the complaint, investigation revealed that the audio bolus button cover was detached/missing. Also unrelated to the keypad response issue, the battery compartment was found to be cracked and the display was observed to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and okay buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.